Event description:
It was reported that following an unrelated neo-bladder procedure, the existing inflatable penile prosthesis (ipp) did not inflate completely and the pump did not fully reinflate. Following troubleshooting, fluid loss was suspected. A surgical procedure was performed in which all the components were replaced. The previous reservoir was close to the neo-bladder; therefore, it remained implanted. There were no patient complications related to the case.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.